Event description:
It was reported by the patient that the physician programmed their right ventricular (rv) lead off, because every time that they tested the lead, the patient felt a shock down there. In addition, the patient states that they were told they had "4 years on the battery, then they told me 3 years 3 months later, and then 2.5 years a month later". Currently, the patient states they are feeling electrical signals on the top of the heart that feel like chest pains. The patient's system currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407458 lead; implanted: (B)(6) 2007. (B)(4).